Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)-incomplete. The lot/serial number is currently unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure, the customer's skid rod with handle 2/0-0 suture broke at where the block on the device where you put your thumb snapped. The sales rep stated that where the device broke stayed outside of the patient and that there was no debris in the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep stated the facility discarded the device therefore could not provide a lot number for the device. The sales rep stated that the device was very old and heavily used in the field. The sales rep was not present for the procedure therefore could not provide any further information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.